Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood on the entire length of the stent delivery system (sds), which is consistent with handling and use. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The hypotube and jacket material were separated 73.2 cm distal to the strain relief tubing. The jacket material at the separation was stretched and jagged. The fracture faces were oval shaped as if kinked prior to separating. Factors that may contribute to kink damage include, but are not limited to, manufacturing, handling during removal from packaging, preparation of the catheter, and amount of support provided when loading the catheter onto the guide wire. Reportedly, after a small kink was noted in the shaft, the device was advanced into the guiding catheter where it broke in half. It should be noted that the promus instructions for use (IFU) instructs: prior to using the promus everolimus-eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. In this instance, it is likely that the sds was inadvertently kinked as it was being removed from the packaging or during product preparation, then became separated from further manipulation of the catheter as it was advanced in the guiding catheter. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. A review of the product manufacturing records did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. In this case, although the reported kink was not confirmed, the subsequent shaft separation appears to be related to operational context.

Event description:
It was reported that the 4.0 x 18 promus shaft separated during use. The procedure was to treat a lesion in the left anterior descending artery. When the promus was removed from the package, a small kink was observed on the shaft, but the decision was made to go ahead and use it. During advancement of the promus, the shaft broke in half. The device never left the guide catheter into the coronary anatomy. A new same size promus stent was used to complete the case successfully. There were no adverse patient effects. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.